Event description:
It was reported that after a low rectal anterior resection procedure, the operation was completed and no problems were found. The devices were discarded. After a few hours, the nurse told the surgeon the patient was bleeding badly. Re-operation was taken immediately. Now the patient is in stable condition. The information will be updated when available. Three devices were discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information received: what is the current patient status? The patient is in stable condition. Where was the bleeding identified? Anastomosis of rectum. What method was used to identify the bleed site? - exploration in the 2nd operation. What devices were used to treat the bleed? Used hand sewing to stop the bleeding. How was the bleeding treated? Used hand sewing to stop the bleeding. What was the staple formation at the site of the bleeding? Unk.